Event description:
A 3.0x 18mm cypher stent was being implanted at 12atm in a highly calcified, mid left anterior descending lesion, but while the balloon was being inflated, the inflation stopped at 7atm. The physician realized the inflation difficulty on the cag. Although the stent apposition was half way, it was deployed enough inside the vessel. Therefore, the physician deflated the sds (there was difficulty deflating the sds) and removed the sds slowly and carefully. The stent moved slightly proximally from the original target, but the apposition was enough.